Event description:
The user facility reports the following: charge nurse (nicu) reported that the tubing disconnected from the spin lock assembly. On the same patient, a different set was connected, and the tubing disconnected from the female adaptor. 3cc of blood loss was reported on patient with hickman catheter. The patient suffered no adverse effects as a result of this occurrence.